Event description:
It was reported by svc report that there was no power to the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: the power cord was pulled out of the electrical connection. Conclusion: power cord was reconnected.